Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the product had no coil in spite of being labeled as 2551ht. The user found this event before opening the package.

Manufacturer narrative:
The reported event was confirmed. Two hematuria catheters were returned. Both were unopened with its outer packaging and inner blue sleeve. The catheter with the lot myctr913 did not contain the coils attributed to hematuria catheters. The other containing lot number mycy1168 did contain the coils. (B(4) quality engineering conducted an investigation to determine whether the failure was due to mixed product. The result showed that the product sent to (b(4) was a hematuria catheter and not a mixed product. As the defect was found before use, the catheter was not used for neither treatment or diagnosis. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not completed as the reported event could not be caused by the user. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the product had no coil in spite of being labeled as 2551ht. The user found this event before opening the package.